Event description:
It was reported that during the surgery, this complaint product didn't hold air due to the air leakage. There was a 1-15 minute delay to prepare alternative product; however, there was no harm or medical intervention. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Functional testing o, the returned product found that when connected to a known working ats in the lab, the ats had to keep pumping air to keep the cuff inflated, confirming a leak. A bubble test was done to determine location of the leak. It was determined the leak was located where the pvc tubing connects to the right angle connector of the cuff. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source - foreign: (B)(6)

Event description:
It was reported that during the surgery, this complaint product didn't hold air due to the air leakage.